Event description:
A physician reported to a field-based conceptus employee, a case of pelvic pain that ultimately lead to removal of an essure device from the patient in 2007. A conceptus medical liaison contacted the physician who performed the surgery. He stated, that he did not originally place the essure micro-inserts; rather, the patient came to him for a second opinion. The patient had the essure procedure in 2004. The 3 month hsg post essure indicated a perforation with one of the devices located in the abdominal cavity. The physician that originally placed the devices performed a btl, but could only locate one device for removal. The patient has experienced intermittent llq/abdominal pain for the past two years during which time she has had a couple of CT scans and an MRI to identify a possible cause for the pain. The latest CT scan showed the remaining micro-insert to be within the omentum up under the left rib cage. She later presented to the ER with severe llq pain and nausea and vomiting. The operating physician (initial reporter) performed a laparoscopy under fluoroscopy and was able to locate the micro-insert and remove it successfully. The patient states her pain has resolved following surgery.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.